Manufacturer narrative:
Investigation summary: two photos and one loose 10ml syringe with red tip cap was received and evaluated. It was observed in the photos and the sample there were scuff marks causing spots of missing scale markings starting at the 7ml grad line and above. The syringe appeared to be used because fluid droplets were present in the tip of the syringe. An unused sample is required to confirm the scale marking defect. The syringes are intended for single use only. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect root cause not defined since defects were not confirmed in the samples/photos received. No corrective actions recommended since product defect was not confirmed.

Event description:
It was reported that scale marking issue occurred with a bd 10ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "the department of drug preparations has found that used 10 ml syringes have a poor print and the graduation is partially missing / damaged."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale marking issue occurred with a bd 10 ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "the department of drug preparations has found that used 10 ml syringes have a poor print and the graduation is partially missing / damaged."